Manufacturer narrative:
The device was returned to olympus for inspection. The device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the air water nozzle of the colonovideoscope had foreign material. There were no reports of patient involvement.